Event description:
Initial info indicated there was nothing unusual about the loading of the inserts, however when the dr clamped down on the aorta, the inserts broke in two pieces. It was later reported that the clamp and inserts were "crossed clamped" in conjunction with another clamping system which the g-6155 inserts are not indicated for.